Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "when using the eclipse, it found that the eclipse shield and the cannula were skewed and the cannula could not be locked."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for skewed IV cannula and safety shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated, "when using the eclipse, it found that the eclipse shield and the cannula were skewed and the cannula could not be locked."